Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that a 23mm valve was explanted after approximately two (2) months after surgery due to massive pvl. The patient presented a tricuspid valve with huge calcification at the level of the leaflets and annulus. The sizing was done at 23mm. The placement of the 23mm valve was quite difficult due to heavily calcified structures (art procedure). The annulus was rather small and still calcium was left in the annulus, not able to remove it without damaging the structures. No hypertrophy of the ventricle and no calcifications at the mitral curtain. The echo post-operatively was good, no pvl was visible. At discharge from the hospital a new echo was made and it was not a good echo. The cardiologist thought there was something like a pvl but the echo quality was poor. The patient was sent home. Approximately five (5) weeks post implant the patient came back to hospital with symptoms. A new echo was performed and a severe pvl was noticed at the lcc (left coronary cusp) and ncc (non-coronary cusp). An explant was performed approximately two (2) months after the implant. Before the explant, the surgeon checked the positon of the valve and it was still in good place, covering the annulus. The valve was not popped. It was difficult to remove the valve for explant. The surgeon could not give any reason why there was a pvl with this valve. He did again the sizing and same result 23mm. A new 23mm valve was implanted in replacement. It was not possible to find the exact reason for the pvl but during the discussion it was thought to be a sizing issue. A 21mm valve would have been too small and a 25mm probably too big to place it well on the annulus. Patient was noted as to be doing well.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. Events of pvl will be reportable if any of the following occur: there is an allegation that a serious injury or death is related to the intervention performed to treat the pvl (intra-operative valve exchange or standard surgical techniques); there is an alleged malfunction of the device that led to serious injury or death; there was intervention to treat the pvl performed after the initial implant surgery. The device was not returned for evaluation, at this time. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the plv remains indeterminable. If new information becomes available or the device is returned, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm valve was explanted three (3) or five (5) weeks after surgery due to massive pvl. As reported, the postoperative tee was very good, no pvl was observed. Three (3) weeks later a massive pvl was noticed at the level of the non-coronary cusp and right coronary cusp areas. No other information was provided at the time of the reported event.